Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, injury, disability and impairment.

Manufacturer narrative:
The sample was not returned. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).